Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated anytime they laid their back on one of them tables it amps up the stimulation and makes it difficult to lay there in regards to getting an CT scan / MRI. They were at the doctor the other day and they said they needed to have an MRI. Patient wanted to know how to enter MRI mode. Agent reviewed MRI mode with the patient. Agent called the patient back to verify information. The call seemed to have been answered and then disconnected.